Event description:
Information received by medtronic that the insulin pump was under delivering. The customer blood glucose level was386 mg/dl at the time of incident. The customer¿s current blood glucose value was 323 mg/dl. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active at the time of incident. The customer treated high blood glucose value with insulin pump. Customer alleging possible insulin pump was under delivery because customer had been correcting the insulin pump but blood glucose was not going down. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.